Event description:
Pump reported to be setup with a buretrol set with an unknown solution reported to be yellow in color. Sometime into delivery, it was reported that a column of air had passed the pump, one foot in length. The pump was reported not to alarm for air. No pt injury resulted.